Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2012 there are multiple manual events of 10 minute duration, which would indicate the device was switching itself on automatically. These continued until (B)(6) 2012 during which time the pad-pak became depleted. Another pad-pak was installed on (B)(6) 2012 but the device continued to log multiple manual events until (B)(6) 2012. On (B)(6) 2012 the device logged three successful self tests. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.